Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two scs systems (cervical and thoracic). It was reported the patient lost stimulation due to failure to recharge their thoracic system for more than 3 months. As a result, the ipg became inoperable. In turn, surgical intervention was undertaken wherein the lpg was explanted and replaced with a new drg system. Effective therapy was restored postoperatively and the issue resolved.